Event description:
It was noted that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance while in office. The impedance later went down within range in the same check. Technical services (ts) suggested potential causes. The health care professional (hcp) stated that they were going to continue monitoring the issue. Ts discussed potential further actions. The device remains in use. No adverse patient effects were reported.